Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there were air bubbles in the reservoir and tubing. The size of the air bubbles was unknown. The customer had stored the insulin by room temperature. Their handling was correct. There was fluid in the insulin pump. It was also reported that there was leak found on the insulin pump. The customer¿s blood glucose level was unknown. The product will not be returned for analysis.